Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The thread of the instrument is malformed and not broken.

Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: june 20, 2011. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4 ) reports an event in (B)(6) as follows: it was reported that during surgery the thread broke. The surgeon could not connect it and tried very hard; the surgeon might have hit it with another tool. All broken off pieces were removed from the patient. There was a short prolongation but unknown how many minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: a visual investigation shows that nothing broke off, but heavy damage on both threads, as well as on the outside thread of the connector and the inside thread of the adapter, are visible. The complaint relevant dimensions cannot be checked against post-manufacturing specifications before damage. Based on the condition of the product, and the available information, a manufacturing conclusion and a root-cause determination cannot be presented. The device history record review shows that the device met fully specifications at the time of manufacturing and distribution in june, 2011. Visually, there does not appear to be an issue other than the damage sustained by cross-threading and mechanical overloading. This complaint is deemed indeterminate from a manufacturing standpoint. No manufacturing related issue was identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.